Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the patient&#38112;family member that the patient was shocked three times and taken to the ER (emergency room). The device was not interrogated as the company representative did not show up. The device remains in use. No further patient complications have been reported as a result of this event.